Event description:
It was reported that during a cori-assisted tka, when surgeon was about to start and define his checkpoints, the screen blacked out for twenty seconds and when it came back, an unspecified internal error was received. The user hit ok and booted back out of the case. They hit "begins operation again" and were able to continue after a two-minutes delay with the same devices. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The reported issue was confirmed with a log files review. The internal error screenshot is not saved to the patient screenshots folder, however it can be seen that the system forced the user back to the hardware connection screen following the adjust camera screen (checkpoint definition occurs after the adjust camera screen). The navio log file indicates "exit intraop with error code # 202" after entering the checkpoint definition screen. This is consistent with a known software bug. The cause of the internal error is due to the user accidently blocking visibility to the tracker array following checkpoint collection. When the foot pedal is released, the system attempts to evaluate the tracker array. If the tracker array is not visible because something is between the camera and flat marker an internal error will present. This can be duplicated in the field by placing your hand over an array flat marker just as the foot pedal is released during checkpoint definition. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a known software bug. Based on the investigation, no further containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.